Manufacturer narrative:
Covidien/medtronic reference (B)(4). User facility reference: mw5059711. The model of tube was not provided. The 510k cannot be determined. The lot number was not provided. The date of manufacture cannot be determined. Attempts to obtain additional information are ongoing.

Event description:
Covidien received a user report in which the customer stated the size 8 cuffed tracheostomy tube was placed in the patient (B)(6) 2015. The tracheostomy tube's cuff was leaking. Air was leaking around the tracheostomy tube and the patient's mouth. This began to occur around 17 hours after placement. The tube was removed and replaced. The patient arrested during the process and expired the following day. The model of the tube was not provided by the customer.